Event description:
Customer reported issues with the reservoir. Customer states that she feels ill due to high blood glucose. The insulin pump is not calculating the bolus correctly. Customer states that the blood glucose reading is 398 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.